Manufacturer narrative:
The insulin pump received with normal operating currents. There was no unexpected low battery alarm or failed battery test alarm noted. The pump was unable to prime during prime/ compromised force sensor test due to faulty force sensor resistor (gold). Analysis was unable to verify excessive no delivery alarm due to prime anomaly. Unit received with cracked and chip display window, cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the pump had a no delivery alarm, failed battery test alarm, low battery alert, damage, and prime fill anomaly. The blood glucose at the time of the incident was 150 mg/dl. The customer sates the battery is lasting less than a week, insulin is squirting out during prime, the pump rejects new batteries, and there are cracks on the screen. The customer states the battery life appears to decrease and at time it will not take a new battery. Troubleshooting was not performed, because the device will be returned for analysis.